Event description:
Technical services received a call on (B)(6) 2012. Caller stated that this ra lead was implanted (B)(6) 2012. When patient was in post op area, after a little time passed, noticed some undersensing. On (B)(6) 2012 the physician looked at fluoro and thinks the ra lead original position may have gone all the way through tissue, but not enough to show effusion. Lead was repositioned. Physician was dr. (B)(6) at (B)(6) hospital. Caller called back and stated that the patient will be sent home today, (B)(6) 2012. No further intervention planned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).